Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in pacing impedance measurements that went from 850 ohms to 1215 ohms. Additionally, it was noted that rv thresholds have increased. The field representative was inquiring about performing a magnetic resonance imaging (MRI). Technical services provided MRI recommendations. Subsequently, the rv lead explanted and replaced during a routine device change out procedure. No additional adverse patient effects were reported.